Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, experiencing a fill estimate issue on the pump. The caller confirmed completing the load process and using room temperature insulin, but had reused the cartridge, which was meant for single use. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the single-use nature of the cartridges, which the caller acknowledged. The caller declined to load a new cartridge and decided to continue using the current one.